Event description:
A customer reported receiving an unspecified high scan on the Abbott Diabetes Care (ADC) device compared to an unknown result from the ADC meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced generalized muscle pain, chills, excessive sweating, generalized discomfort, fatigue, and dizziness. The customer self-treated by drinking 1 liter of juice, eating bread doughnuts, drinking a Coca-Cola Zero and a Monster energy drink, and eating toast with tomato and oil. After an unspecified amount of time, the customer's caregiver gave them water, performed hair tests, administered 30 units of rapid insulin, and helped cool them down. There was no report of death, serious injury, or mistreatment associated with this event.Reportedly, a sensor scan of 45 mg/dL was compared to an ADC meter result of 501 mg/dL. The length of sensor wear was 5 days. When the provided results were plotted on a Parkes Error Grid, fell into the "D" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.